Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic esophagectomy, the oral anvil and stapler were difficult to attach. The staff then discovered that the handle and anvil size did not match yet they still tried to use the device and found that the devices were difficult to close. The hospital had a difficulty finding the correct stapler so surgical time was extended by 1.5 hours. The procedure was continued when they found the correct stapler.